Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot, donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Email address for contact office is (B)(4).

Event description:
Report 1 of 5. A customer complained about what was described as discordant negative antibody identification results for five patients. Reagents: 0.8% resolve panel a. The customer reported that on (B)(6) 2021, they had tested 4 patient samples for antibody identification in the indirect antiglobulin test (iat) using 0.8% resolve panel a in conjunction with their ortho vision-ID mts analyser, and that they had obtained discrepant negative results with cell 2 of the red cell reagent. The customer reported that on the same day, they had tested a 5th patient for antibody identification in iat using the same reagents & analyser, and that they had obtained discrepant negative results for with cell 1 & 2 of the red cell reagent. The customer reported that the patients were not harmed as a result of the reported events.